Manufacturer narrative:
The pump passed the displacement test and active current test. Pump failed the sleep current test due to moisture damage on the electronic assembly. Low battery alert less than 1 week not confirmed. No audio anomalies noted during testing. Audio levels changed when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. Hardware low level failures alarmed during selftest and confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pins 1 & 6). [Ba23 failure mode code obsolete] low battery alert greater than 1 week not confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio vibrate anomaly even after using the alkaline battery. The customer's blood glucose level was unknown. The troubleshooting was performed for the battery issue. The device will be returned for the analysis.